Event description:
A (B)(6) customer was admitted to the hospital with ketoacidosis and brain edema. He was in a coma but woke up the next day. The memory of his meter, the contour ts, was accessed and the average for the day he was admitted was 174mg/dl. The hospital requested the meter be checked.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.